Manufacturer narrative:
Multiple attempts to obtain additional information were made; no new information was received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately one year, one month post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced; no failure mechanism and no adverse patient effects were reported.